Event description:
The needle protection device and needle were attached to a prefilled heparin cartridge in a carpuject device. After heparin administration, the clinician grasped the needle-pro device while unscrewing the carpuject to release the cartridge and the needle allegedly came out of the needle protection device and stuck the clinician in their left index finger. The clinician is taking antiviral drugs for 28 days.